Event description:
During evaluation of the device, it was observed that foreign material was present in the nozzle/distal end of the device. There was no patient involvement, and there was no report of harm/adverse event associated with this event.

Manufacturer narrative:
Additional information: e1 (telephone number): (B)(6). The device was returned to olympus for inspection, and it was noted that the nozzle/distal end contained foreign material. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is suggested that the user facility review the method of device handling according to the instructions for use (IFU). Operation manual, operation section, "chapter 3 preparation and inspection, 3.8 inspection of functions combined with related devices" instruction manual cleaning/disinfection/sterilization: "chapter 5 reprocessing of endoscopes (and accessories to be reprocessed together) 5.5 manual cleaning of endoscopes and accessories" ¦ cleaning of external surfaces preparation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.